Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed driveline disconnect and lvad off alarms. A specific cause for these events could not be conclusively determined through this evaluation. A review of the submitted log files revealed two separate sets of driveline disconnect and lvad off alarms which indicated that the driveline was momentarily disconnected twice from the controller. Software resets were captured in the lvad event log file, consistent with the driveline disconnects. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file displayed driveline disconnect/pump off alarms on (B)(6) 2021 where the driveline was momentarily disconnected from the controller. It was reported that there was an incident where occupational therapy disconnected the driveline while working with the patient. The patient was okay and the staff was educated.